Event description:
Complainant alleged that during routine biomed testing and preventative maintenance of the device, a "bridge test failed" message was displayed. Complainant indicated that there was no patient involvement in the reported malfunction.